Event description:
The customer alleged they received a questionable glucose hk gen.3 (gluc) result for one patient on their c702 analyzer. The patient's sample was tested from the primary tube that was processed on the customer's modular pre analytics device. All testing was performed on the same analyzer. The patient's initial gluc result was 0.17 mmol/l. The initial result was validated and reported to the care unit. As the initial result was within the customer's "panic value" range, the sample was repeated and the result was 5.42 mmol/l. The repeat result was reported to the care unit and the initial result was recalled by the laboratory. There were no adverse events. The gluc reagent lot number was 66901201 and the expiration date was not provided. The raw data and reaction kinetics were not available for investigation. It was noted there were some abnormal sample aspiration alarms on the day of the event. A definitive root cause could not be determined with the information provided.

Manufacturer narrative:
This event occured in (B)(6).